Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device was unable to be recaptured a fter the first deployment. The delivery system was pulled out and observed with damage. Attempts were made to repair the delivery system, but after three more positioning, the device and delivery system was removed and replaced with a new one. No patient complications have been reported as a result of this event.